Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that if their memory serves right, the device was replaced due to not charging properly. The patient assumes the healthcare provider (hcp) returned the device. The patient stated that the battery and device have since been good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an implanted neurostimulator (ins) replaced in "2018".  No symptoms reported. No further information was provided.  On (B)(6) 2025, the rep confirmed the ins was replaced in 2019 (not 2018). The pt did not specify to the rep why the ins was replaced, so the rep could not provide that information. The rep confirmed that they were first made aware of the ins replacement on (B)(6) 2025.